Event description:
During a total gastrectomy procedure, the suture disengaged from the jaws. The surgeon applied another device without pt injury.

Manufacturer narrative:
7/17/97-supplemental report #1 submitted to FDA.